Event description:
During peripheral intervention, the balloon ruptured and required postdilatation for successful stent placement at the target site. The target lesion was a renal artery lesion, which was characterized as heavy calcification and moderate vessel tortuosity with 80% stenosis. An attempt to implant a palmaz 5mmx 15mm stent was made; however, this system was unable to cross the target lesion. Therefore, a palmaz genesis was selected and delivered to the target site with support from a 6french brite tip guiding catheter. The stent delivery system balloon was inflated using a b.braum indeflator and ruptured below rated burst pressure. However, the stent deployed. Consequently, a savvy balloon (4mmx20mm) catheter was used to fully, successfully place the stent at the target site. There were no adverse effects to the male pt.

Manufacturer narrative:
The involved stent delivery system is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt.